Manufacturer narrative:
See manufacturer report # 2029214-2021-00062 for the catheter involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during a procedure the proximal segment of the apollo catheter leaked onyx which migrated into the ica. The patient was undergoing treatment for a distal avm. It was reported that physician accessed to the feeder with the apollo and started to inject onyx without difficulties and reflux. They injected one onyx vial and started to inject a second one when they noticed a strange image during injection at the proximal part limit down of the screen. The physician decided to look at this and move the angio to see better at this place. They discovered a black cast of onyx at a proximal part of the catheter in the ica of the patients. They aspirated the cast and advanced the guiding catheter in emergency to be in contact with it and retrieved the apollo under aspiration to retrieve the onyx cast and avoid total occlusion of the ica. At the hub, some onyx migrated and went in the distal circulation of the patient and occluded some arteries of the patient leg. The physician retrieved 2 fragments of onyx outside the patient. The proximal portion of the catheter which had the leak was damaged. The catheter had been inspected prior to use. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include an envoy guide catheter.